Event description:
It was reported that the 9800 system had an overload error message then locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cooling fan and the wiring were replaced during the service call. The system was tested and found to be working as intended and put back into service.